Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was exhibiting intermittent pacing and double counting of r-waves during ventricular tachycardia episodes. At the time no changes were made to the patient¿s pacemaker. Approximately a year later, the patient came back to the clinic and experienced a syncopal episode. It appears the previous clinical allegations are continuing to happen. At this time, no changes have been made and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.